Event description:
A peritoneal dialysis (pd) patient reported an air cassette alarm towards end of treatment. A fluid leak was identified near the cycler door. There was a hole on the seal of the cartridge near the cone part. The patient finished the treatment with manual exchange. Her effluent fluid was clear. No prophylactic antibiotics were used since the patient was recently taking cefazolin due to a fluid leak 2 days previous. The patient has not reported any adverse event associated with this incident.

Manufacturer narrative:
The device and cartridge have not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation. Related complaints: 8030665-2013-00873, 8030665-2013-00937, 8030665-2014-001007, 8030665-2014-0053, 8030665-2014-00086, 8030665-2014-00102, 8030665-2014-00103 and 8030665-2014-00104.